Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The data showed no timeouts, drive stalls, or pulse width increases that would indicate the pod struggling to deliver insulin while worn. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the omnipod personal diabetes manager (pdm). Investigation found no defects or deficiencies that would contribute to a communication error.correction to d4 - lot no changed from l44926 to l44925. Unique identifier (UDI) # changed from (B)(4) to (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the arm longer than 48 hours. The pod was removed and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.